Manufacturer narrative:
The root cause of this complaint could not be determined as the complaint unit was not available for analysis. Manufacturing and sterilization records for bl5114, lot x7596 were reviewed and found to be acceptable. Sterilization date: 27-feb-2025, expiration date: 11-jan-2028, manufacturing completed date: 20-feb-2025. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.

Manufacturer narrative:
The device has been discarded and cannot be returned for evaluation. The investigation is ongoing.

Event description:
A user facility in france reported that during surgery there was a large amount of bubbles which lead to decreased visibility and the capsule to be ruptured. A follow up surgery was performed by a secondary retina specialist where they inserted the iol and surgery was extended by 30 minutes.